Manufacturer narrative:
(B)(4).

Event description:
It was reported that an egm anomaly was showing oversensing on the marker channels. The device would not inhibit biventricular pacing. Large signal deflections consistent with external emi were thought to be the cause, the patient was in the hospital with other equipment nearby.

Event description:
New information received indicated that the previous egm anomaly observed was most likely due to a wand communication error; there was no emi in the room.